Event description:
It was reported that the patient was implanted with a miniarc on (B)(6) 2013 to treat incontinence. The patient reported experiencing retention, and is currently "cathed". No further patient complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.